Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb pin(s) from j3 are damaged. Receiver charged and boot test was performed and failed due to usb pin(s) from j3 are damaged. Open receiver case for internal visual inspection and passed. The receiver data log could not be downloaded due to usb pin(s) from j3 are damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.